Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also suffered left breast pain and benign appearing lymph nodes in the left breast were also identified via mammogram and ultrasound identified echogenic masses in the left axillary tail as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 26, 2021, mentor became aware that an incorrect date of implantation was provided in the initial report sent on july 19, 2021. The correct date of implantation has been populated. Manufacturer¿s reference number: (B)(4) an estimated date of implantation of (B)(6) 2002 has been provided.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.